Event description:
Procedure: unk. According to the reporter: the device cut on only one side. The surgeon did not manage to use the device properly. The surgeon had to remove the tissue that was damaged by the incident. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).